Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination presented no damage or irregularities in the stent, to the balloon or balloon material, to the tip of the device, in the markerbands or in the bonds or welds of the device. Microscopic examination revealed that there were numerous kinks throughout the hypotube of the device. The midshaft was separated 1.3cm proximal of the exit notch. The separated ends had pulled and jagged material. The outer and inner shafts were stretched (necked down) 2.5mm distal of the exit notch for 4mm. The inner shaft was buckled 3mm ¿ 3.5mm distal of the bi-component weld. Device analysis determined the condition of the returned device was consistent with the complaint incident for the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occured. The target lesion was located in the right coronary artery. An attempt to place the 2.5 x 20 omega stent was made but was unable to cross the lesion. During the procedure, it was noted that the hypotube fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that a shaft fracture occured. The target lesion was located in the right coronary artery. An attempt to place the 2.5 x 20 omega stent was made but was unable to cross the lesion. During the procedure, it was noted that the hypotube fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.